Event description:
It was reported that after a inflatable penile prosthesis (ipp) the patient was experiencing discomfort. After CT examination, the doctor found that the ipp reservoir had migrated through the inguinal canal to the subcutaneous tissue of the patient's groin region. The patient is scheduled for a revision surgery.

Manufacturer narrative:
The following fields have been updated: describe event or problem-b5.

Event description:
It was reported that after a inflatable penile prosthesis (ipp) the patient was experiencing discomfort. After CT examination, the doctor found that the ipp reservoir had migrated through the inguinal canal to the subcutaneous tissue of the patient's groin region. The patient was then scheduled for a revision surgery. At the time of the revision surgery, the customer reported that additional material was not used for a revision and the physician was able to relocate the reservoir by performing a conventional inguinal herniorrhaphy using a mesh to reinforce and correct the defect that was caused by the displacement of the reservoir. The patient had recovered well.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the event of patient discomfort and device migration cannot be established as the product is not available for analysis. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a labeling review was performed and according to the ipp instruction for use document, discomfort is documented as a device related and device migration is included as an adverse event. There is no evidence that the device was used or handled improperly. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that after a inflatable penile prosthesis (ipp) the patient was experiencing discomfort. After CT examination, the doctor found that the ipp reservoir had migrated through the inguinal canal to the subcutaneous tissue of the patient's groin region. The patient was then scheduled for a revision surgery. At the time of the revision surgery, the customer reported that additional material was not used for a revision and the physician was able to relocate the reservoir by performing a conventional inguinal herniorrhaphy using a mesh to reinforce and correct the defect that was caused by the displacement of the reservoir. The patient had recovered well.